Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. Imaging confirmed one of the leads has migrated. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch:a000135409.

Event description:
Additional information received indicates that both the leads had migrated. In turn, surgical intervention took place wherein the leads were explanted and replaced with new leads to address the issue. Therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-03595.